Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received no delivery. Customer's blood glucose value was 304 mg/dl, current blood glucose was 209 mg/dl. Customer treated for high blood glucose was insulin injection. The customer was assisted with troubleshooting. The customer does not allege pump was under delivering. Customer will return device for analysis.